Event description:
Customer contacted saalt on 3/30/23 to explain that they claimed they had trouble removing their saalt disc on their own and chose to seek medical care. Saalt followed up asking for details about their disc including the lot number and order number. Saalt also requested their address, date of birth, phone number, and more information about the incident. No customer response, saalt made second gfe attempt to contact customer on 4/3/2023. The customer responded on 4/5/2023 and stated each of the two times they inserted the disc and could not remove it were their first times trying the disc. Customer could reach the rim, but was not clear why they could not remove the disc via the rim. Customer stated they utilized saalt instructions and website, youtube and reviews/blogs. Customer did not provide any contact information aside from email address, though requested. The customer chose to seek help from a medical professional twice to remove the disc and they were able to remove it completely both times. Their doctor did not say anything about their cervix height. Saalt discs cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the disc, but the customer chose to seek medical assistance. Only one 3500a report is being created because we only have one complaint/MDR number, both reported on the same day. The customer reported the same device event twice. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this.". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.